Event description:
The physician noticed that the separator was broken as he pulled it out of the catheter. He replaced it with a new one which also broke. He used a third one and completed the case successfully.

Manufacturer narrative:
(B)(4). Technical evaluation: one separator was returned which was broken at the proximal taper. Conclusion: it appears that during use this area was retraced outside the valve of the rhv. When the separator was advanced, the wire kinked and eventually broke. The second separator was not returned and no analysis or conclusions could be made. The DHR's for manufacturing lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated (B)(4) 2009. A review of the device history record (DHR) was completed on part #1943.a (lot # l13607). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review indicated that 100% inspection of the devices resulted in no rejects. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. No non-conformance was associated with this lot; the parts released in this lot met process requirement.